Manufacturer narrative:
Updated: b4, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11. Corrected field: h6 (medical device ¿ problem code). A getinge field service engineer (fse) check the last faults, found code 54 causing system failure in the service manual. Change the solenoid driver board. Will bring the tool to try to calibrate the driver board again. Check the solenoid driver board set using dvm to measure various values according to the service manual. Found that when measuring the value tp 2 and tp 5, the value was 1.910 vdc, which according to the service manual should be in the range of 2.5-5 vdc, which the measured value out off range, which will lead solenoid driver board is tested and tested by testing the balloon for 3 days. If there is no problem, will offer a price later. Note according to the service manual, it is recommended to change the solenoid driver board. If it does not work, change the main board. Replaced the exch pcb, 1 new solenoid driver (0670-00-0639e) and clean the contact surfaces of k7, k8 of the manifold drive set. Function test passed and calibrate. The values are normal. Test balloon for 6 hours, no alarm found.

Event description:
It was reported during use on patient that cs100 intra-aortic balloon pump (iabp) alarmed system failed and found log error code 54. No patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.